Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Customer changed infusion set and cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.